Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 124 mg/dl. The customer reported that a rubber o ring is coming out of the left side of the screen. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was unable to communicate with the glucose sensor simulator due to corroded electronic assemblies. Device received missing display window cover and corroded motor home switch.